Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps/lower abdominal cramping/ severe and persistent lower abdominal cramping"), gastric bypass ("gastric bypass"), genital haemorrhage ("abnormal bleeding (general)") and weight increased ("weight gain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst in (B)(6) 2012. Previously administered products included for birth control: birth control pills from (B)(6) 2012 and iud from (B)(6) 2009 to (B)(6) 2012. Past adverse reactions to the above products included genital haemorrhage with iud; and pregnancy with birth control pills. Concurrent conditions included irritable bowel syndrome since 2014 and fibromyalgia since 2014. Concomitant products included oral contraceptive nos for birth control as well as vicodin (norco). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower and gastric bypass (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), burning sensation ("burn comes on in my back/burns right between my shoulder blades"), fatigue ("exhaustion/ fatigue"), musculoskeletal stiffness ("stiffness"), back pain ("pain with stiffness/lower back pain /backache /my back always feels like it's about to break"), headache ("persistent headache /I have a slicing type pain just above the hairline"), dizziness ("mild dizziness/dizzy /giddy"), vomiting ("vomiting"), nausea ("nauseous the severe nausea inducing period cramps are a daily thing), muscular weakness ("legs were like jello"), retching ("dry heave"), fibromyalgia ("fibro"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of eczema ("eczema type rash"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) / the severe nausea inducing period cramps are a daily thing"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), syncope ("fainting"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), osteoma ("benign osteoma tumor: jaw"), weight increased (seriousness criterion medically significant), vulvovaginal pain ("persistent vaginal pain"), procedural pain ("aches and pains from healing"), vulvovaginal mycotic infection ("recurring yeast infection") with vaginal discharge and genito-pelvic pain/penetration disorder, malaise ("I was to sick and weak "), asthenia ("I was to sick and weak "), adverse event ("essure stole my health, my uterus and my baby's first year "), uterine disorder ("essure stole my health, my uterus and my baby's first year "), emotional disorder ("emotional pain"), menstruation irregular ("cycles have been unpredictable"), abdominal pain ("if I don¿t remember to take my stool softners it still hurts (pressure pain)"), menstrual disorder ("instead of bleeding for my periods, I just pass clots for the first 4 days"), stress ("stress"), abdominal distension ("bloating /bloat"), rash ("rashes"), the second episode of eczema ("eczema in remission"), swelling ("swelling"), endometriosis ("endometriosis"), depression ("feeling depressed"), gait disturbance ("hardly walk"), dyspnoea ("my breath has been taken away"), hormone level abnormal ("hormonal issues"), skin disorder ("skin broken out across my forhead and chin and, I know this is gross, but my back and shoulders ! It's so gross!"), tooth extraction ("tooth pulled") and acne ("acne problems"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, and oophorectomy), alternative therapy (pulled teeth) and surgery (weight loss surgery). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, back pain, headache, alopecia, vaginal discharge, abdominal distension and rash had resolved, the gastric bypass, pelvic pain, burning sensation, fatigue, musculoskeletal stiffness, dizziness, vomiting, nausea, muscular weakness, retching, fibromyalgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, migraine, syncope, allergy to metals, osteoma, weight increased, vulvovaginal pain, procedural pain, vulvovaginal mycotic infection, malaise, asthenia, adverse event, uterine disorder, emotional disorder, menstruation irregular, menstrual disorder, stress, endometriosis, depression, gait disturbance, dyspnoea, hormone level abnormal, skin disorder, tooth extraction and acne outcome was unknown, the abdominal pain and swelling had not resolved and the last episode of eczema was resolving. The reporter provided no causality assessment for burning sensation, fibromyalgia, muscular weakness, musculoskeletal stiffness, retching and vomiting with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adverse event, allergy to metals, alopecia, asthenia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, emotional disorder, endometriosis, fatigue, female sexual dysfunction, gait disturbance, gastric bypass, genital haemorrhage, headache, hormone level abnormal, malaise, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, osteoma, pelvic pain, procedural pain, rash, skin disorder, stress, swelling, syncope, tooth disorder, tooth extraction, uterine disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight increased, the first episode of eczema and the second episode of eczema to be related to essure. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. After the removal of the essure the eczema went away, the back pain, cramping, and headaches all stopped within days after the removal. She received various blood work and testing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubes were blocked . Pain medication for tooth pulled. On (B)(6) 2014, her lavh was 7/28. On (B)(6) 2014, it was reported that patient can not take motrin because she would take a little longer to recover from swelling. On (B)(6) 2014, if it's endometriosis this is a surgical case and she ordered ultrasounds and meds and follow up with doc to discuss surgery. It was reported that was a mixture of pulled muscle, stabbing, hot/searing fades to cold. She donot even know if that describes it. Started on the right, tried to favor that side and the left joined in. When patient stood up out of bed, the weirdest pain happened. It was a mixture of pulled muscle, stabbing, hot/searing that fades to cold. On (B)(6) 2015, she was taking anti-hemolytic drugs to control the bleeding. On (B)(6) 2014, her iron was so low. Most recent follow-up information incorporated above includes: on 7-jun-2018: this case was social media. Reporter was added. Patient¿s concomitant drug and unstructured relevant tests were added. I was to sick and weak, essure stole my health, my uterus and my baby's first year, emotional pain, cycles have been unpredictable, the severe nausea inducing period cramps are a daily thing /if I don¿t remember to take my stool softners it still hurts (pressure pain), instead of bleeding for my periods, I just pass clots for the first 4 days, stress, bloating /bloat, rashes, eczema in remission, swelling, tooth pulled, endometriosis, feeling depressed, acne problems, hardly walk and my breath has been taken away were added as events. Abnormal genital bleeding and vaginal discharge outcome was changed to resolve. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps/lower abdominal cramping/ severe and persistent lower abdominal cramping/cramping"), gastric bypass ("gastric bypass"), genital haemorrhage ("abnormal bleeding (general)") and weight increased ("weight gain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst on (B)(6) 2012. Previously administered products included for birth control: birth control pills from on (B)(6) 2012 and iud from on (B)(6) 2009 to on (B)(6) 2012. Past adverse reactions to the above products included genital haemorrhage with iud; and pregnancy with birth control pills. Concurrent conditions included irritable bowel syndrome since 2014 and fibromyalgia since 2014. Concomitant products included oral contraceptive nos for birth control as well as hydrocodone bitartrate; paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), burning sensation ("burn comes on in my back/burns right between my shoulder blades"), fatigue ("exhaustion/ fatigue"), musculoskeletal stiffness ("stiffness"), back pain ("pain with stiffness/lower back pain /backache /my back always feels like it's about to break/severe and persistent lower back pain"), headache ("persistent headache /I have a slicing type pain just above the hairline/severe and persistent headaches"), dizziness ("mild dizziness/dizzy /giddy"), vomiting ("vomiting"), nausea ("nauseous the severe nausea inducing period cramps are a daily thing (event splitted for coding)"), muscular weakness ("legs were like jello"), retching ("dry heave"), fibromyalgia ("fibro"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of eczema ("eczema type rash"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) / the severe nausea inducing period cramps are a daily thing"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), syncope ("fainting"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("persistent vaginal pain/severe and persistent vaignal pain"), procedural pain ("aches and pains from healing"), vulvovaginal mycotic infection ("recurring yeast infection") with vaginal discharge and genito-pelvic pain/penetration disorder, malaise ("I was to sick and weak (event splitted for coding)"), asthenia ("I was to sick and weak (event splitted for coding)"), adverse event ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), uterine disorder ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), emotional distress ("emotional pain"), menstruation irregular ("cycles have been unpredictable"), abdominal pain ("if I don¿t remember to take my stool softners it still hurts (pressure pain)"), menstrual disorder ("instead of bleeding for my periods, I just pass clots for the first 4 days"), stress ("stress"), abdominal distension ("bloating /bloat"), rash ("rashes"), the second episode of eczema ("eczema in remission"), swelling ("swelling"), endometriosis ("endometriosis"), depressed mood ("feeling depressed"), gait disturbance ("hardly walk"), dyspnoea ("my breath has been taken away"), skin disorder ("skin broken out across my forhead and chin and, I know this is gross, but my back and shoulders! It's so gross!"), acne ("acne problems"), dehydration ("dehydration"), liver disorder ("liver issues"), hypoglycaemia ("hypoglycemic") and tremor ("shakes"), underwent gastric bypass (seriousness criterion medically significant) and tooth extraction ("tooth pulled") and was found to have osteoma ("benign osteoma tumor: jaw"), weight increased (seriousness criterion medically significant), hormone level abnormal ("hormonal issues") and weight decreased ("I have lost 20 lbs"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, and oophorectomy and weight loss surgery) and pulled teeth. Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, back pain, headache, alopecia, vaginal discharge, abdominal distension, rash and hypoglycaemia had resolved, the gastric bypass, pelvic pain, burning sensation, fatigue, musculoskeletal stiffness, dizziness, vomiting, nausea, muscular weakness, retching, fibromyalgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, migraine, syncope, allergy to metals, osteoma, weight increased, vulvovaginal pain, procedural pain, vulvovaginal mycotic infection, malaise, asthenia, adverse event, uterine disorder, emotional distress, menstruation irregular, menstrual disorder, stress, endometriosis, depressed mood, gait disturbance, dyspnoea, hormone level abnormal, skin disorder, tooth extraction, acne, weight decreased, dehydration, liver disorder and tremor outcome was unknown, the abdominal pain and swelling had not resolved and the last episode of eczema was resolving. The reporter provided no causality assessment for burning sensation, fibromyalgia, muscular weakness, musculoskeletal stiffness, retching and vomiting with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adverse event, allergy to metals, alopecia, asthenia, back pain, dehydration, depressed mood, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, emotional distress, endometriosis, fatigue, female sexual dysfunction, gait disturbance, gastric bypass, genital haemorrhage, headache, hormone level abnormal, hypoglycaemia, liver disorder, malaise, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, osteoma, pelvic pain, procedural pain, rash, skin disorder, stress, swelling, syncope, tooth disorder, tooth extraction, tremor, uterine disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight increased, the first episode of eczema and the second episode of eczema to be related to essure. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. After the removal of the essure the eczema went away, the back pain, cramping, and headaches all stopped within days after the removal. She received various blood work and testing. It was reported that "that sounds terrible, I'm having the dehydration and liver issues right now" concerning the injuries reported in this case, the following one/ones was/were reported via social media:hypoglycemia and shakes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: results: tubes were blocked. Diagnostic results: pain medication for tooth pulled. On (B)(6) 2014, her lavh was 7/28. On (B)(6) 2014, it was reported that patient can not take motrin because she would take a little longer to recover from swelling. On (B)(6) 2014, if it's endometriosis this is a surgical case and she ordered ultrasounds and meds and follow up with doc to discuss surgery. It was reported that was a mixture of pulled muscle, stabbing, hot/searing fades to cold. She donot even know if that describes it. Started on the right, tried to favor that side and the left joined in. When patient stood up out of bed, the weirdest pain happened. It was a mixture of pulled muscle, stabbing, hot/searing that fades to cold. On (B)(6) 2015, she was taking anti-hemolytic drugs to control the bleeding. On (B)(6) 2014, her iron was so low. Most recent follow-up information incorporated above includes: on 17-dec-2018: content from plaintiff fact sheet- events hypoglycemia and shakes were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("left fallopian tube: acute salpingitis"), abdominal pain lower ("cramps/lower abdominal cramping/ severe and persistent lower abdominal cramping/cramping"), gastric bypass ("gastric bypass"), genital haemorrhage ("abnormal bleeding (general)"), syncope ("fainting") and weight increased ("weight gain / weight gain / loss (specify which one) weight gain - inability to lose weight") in a 32-year-old female patient who had essure (batch no. 926785-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in (B)(6)2012, breast pain, heartburn, bariatric surgery, allergic rhinitis, polyuria, tobacco use disorder, fibrocystic breast, vaginitis, vulvovaginitis, nipple pain, infection of kidney and varicella. *pain medication for tooth pulled. On (B)(6)2014, her lavh was 7/28. On (B)(6)2014, it was reported that patient can not take motrin because she would take a little longer to recover from swelling. On (B)(6)2014, if it's endometriosis this is a surgical case and she ordered ultrasounds and meds and follow up with doc to discuss surgery. It was reported that was a mixture of pulled muscle, stabbing, hot/searing fades to cold. She do not even know if that describes it. Started on the right, tried to favor that side and the left joined in. When patient stood up out of bed, the weirdest pain happened. It was a mixture of pulled muscle, stabbing, hot/searing that fades to cold. On (B)(6)2015, she was taking anti-hemolytic drugs to control the bleeding. On (B)(6)2014, her iron was so low. Previously administered products included for birth control: birth control pills from (B)(6)2012 to (B)(6)2012 and iud from 2009 to (B)(6)2012; for an unreported indication: mirena. Past adverse reactions to the above products included genital haemorrhage with iud; and pregnancy with birth control pills. Concurrent conditions included irritable bowel syndrome since 2014, fibromyalgia since 2014, drug hypersensitivity and breast tenderness. Family history included bipolar disorder and autism. Concomitant products included oral contraceptive nos for birth control as well as hydrocodone bitartrate;paracetamol (norco). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) / the severe nausea inducing period cramps are a daily thing"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). In (B)(6)2013, the patient experienced fatigue ("exhaustion/ fatigue"). In (B)(6)2013, the patient experienced headache ("persistent headache /I have a slicing type pain just above the hairline/severe and persistent headaches"), nausea ("nauseous the severe nausea inducing period cramps are a daily thing (event splitted for coding)"), the first episode of eczema ("eczema type rash / flare-up"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines") and dermatitis allergic ("rashes / allergic or hypersensitivity reaction - type: rashes") and was found to have weight increased (seriousness criterion medically significant). In (B)(6)2013, the patient experienced dizziness ("mild dizziness/dizzy /giddy") and syncope (seriousness criterion medically significant). In 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6)2015, the patient was found to have osteoma ("benign osteoma tumor: jaw"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), burning sensation ("burn comes on in my back/burns right between my shoulder blades"), musculoskeletal stiffness ("stiffness"), back pain ("pain with stiffness/lower back pain /backache /my back always feels like it's about to break/severe and persistent lower back pain"), vomiting ("vomiting"), muscular weakness ("legs were like jello"), retching ("dry heave"), fibromyalgia ("fibro / autoimmune disorder ¿ fibromyalgia"), vulvovaginal pain ("persistent vaginal pain/severe and persistent vaginal pain"), procedural pain ("aches and pains from healing"), vulvovaginal mycotic infection ("recurring yeast infection") with vaginal discharge and genito-pelvic pain/penetration disorder, malaise ("I was to sick and weak (event splitted for coding)"), asthenia ("I was to sick and weak (event splitted for coding)"), adverse event ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), uterine disorder ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), emotional distress ("emotional pain"), menstruation irregular ("cycles have been unpredictable"), abdominal pain ("if I don¿t remember to take my stool softeners it still hurts (pressure pain)"), menstrual disorder ("instead of bleeding for my periods, I just pass clots for the first 4 days"), stress ("stress"), abdominal distension ("bloating /bloat"), the second episode of eczema ("eczema in remission"), swelling ("swelling"), endometriosis ("endometriosis"), depressed mood ("feeling depressed"), gait disturbance ("hardly walk"), dyspnoea ("my breath has been taken away"), skin disorder ("skin broken out across my forehead and chin and, I know this is gross, but my back and shoulders ! It's so gross!"), acne ("acne problems"), dehydration ("dehydration"), liver disorder ("liver issues"), hypoglycaemia ("hypoglycemic"), tremor ("shakes"), confusional state ("hormonally confused") and insomnia ("lack of sleep"), underwent gastric bypass (seriousness criterion medically significant) and tooth extraction ("tooth pulled") and was found to have hormone level abnormal ("hormonal issues") and weight decreased ("I have lost 20 lbs"). The patient was treated with caffeine, surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, and oophorectomy and weight loss surgery) and pulled teeth. Essure was removed on (B)(6)2014. At the time of the report, the salpingitis, gastric bypass, pelvic pain, burning sensation, fatigue, musculoskeletal stiffness, dizziness, vomiting, nausea, muscular weakness, retching, fibromyalgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, migraine, syncope, allergy to metals, osteoma, vulvovaginal pain, procedural pain, vulvovaginal mycotic infection, malaise, asthenia, adverse event, uterine disorder, emotional distress, menstruation irregular, menstrual disorder, stress, endometriosis, depressed mood, gait disturbance, dyspnoea, hormone level abnormal, skin disorder, tooth extraction, acne, weight decreased, dehydration, liver disorder, tremor, confusional state and insomnia outcome was unknown, the abdominal pain lower, genital haemorrhage, back pain, headache, alopecia, vaginal discharge, weight increased, abdominal distension, dermatitis allergic and hypoglycaemia had resolved, the abdominal pain and swelling had not resolved and the last episode of eczema was resolving. The reporter provided no causality assessment for burning sensation, fibromyalgia, muscular weakness, musculoskeletal stiffness, retching and vomiting with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adverse event, allergy to metals, alopecia, asthenia, back pain, confusional state, dehydration, depressed mood, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, emotional distress, endometriosis, fatigue, female sexual dysfunction, gait disturbance, gastric bypass, genital haemorrhage, headache, hormone level abnormal, hypoglycaemia, insomnia, liver disorder, malaise, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, osteoma, pelvic pain, procedural pain, salpingitis, skin disorder, stress, swelling, syncope, tooth disorder, tooth extraction, tremor, uterine disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight increased, the first episode of eczema and the second episode of eczema to be related to essure. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. After the removal of the essure the eczema went away, the back pain, cramping, and headaches all stopped within days after the removal. She received various blood work and testing. It was reported that "that sounds terrible, I'm having the dehydration and liver issues right now" concerning the injuries reported in this case, the following one/ones was/were reported via social media:hypoglycemia and shakes. Discrepancy to be noted in essure insertion date as (B)(6)2013. Trailing coils; left 3 right 4. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: negative. Fibromyalgia.. Hysterosalpingogram - on (B)(6)2013: results: tubes were blocked. Total bilateral occlusion.. Nuclear magnetic resonance imaging - on an unknown date: negative. Fibromyalgia.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: insomnia, pelvic pain, menorrhagia, dyspareunia. Concerning the injuries reported in this case, the following one were reported via medical records: salpingitis. Most recent follow-up information incorporated above includes: on 22-apr-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps/lower abdominal cramping/ severe and persistent lower abdominal cramping/cramping"), gastric bypass ("gastric bypass"), genital haemorrhage ("abnormal bleeding (general)") and weight increased ("weight gain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in june 2012. Previously administered products included for birth control: birth control pills from may 2012 to august 2012 and iud from june 2009 to may 2012. Past adverse reactions to the above products included genital haemorrhage with iud; and pregnancy with birth control pills. Concurrent conditions included irritable bowel syndrome since 2014 and fibromyalgia since 2014. Concomitant products included oral contraceptive nos for birth control as well as hydrocodone bitartrate;paracetamol (norco). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), burning sensation ("burn comes on in my back/burns right between my shoulder blades"), fatigue ("exhaustion/ fatigue"), musculoskeletal stiffness ("stiffness"), back pain ("pain with stiffness/lower back pain /backache /my back always feels like it's about to break/severe and persistent lower back pain"), headache ("persistent headache /I have a slicing type pain just above the hairline/severe and persistent headaches"), dizziness ("mild dizziness/dizzy /giddy"), vomiting ("vomiting"), nausea ("nauseous the severe nausea inducing period cramps are a daily thing (event splitted for coding)"), muscular weakness ("legs were like jello"), retching ("dry heave"), fibromyalgia ("fibro"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of eczema ("eczema type rash"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) / the severe nausea inducing period cramps are a daily thing"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), syncope ("fainting"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("persistent vaginal pain/severe and persistent vaignal pain"), procedural pain ("aches and pains from healing"), vulvovaginal mycotic infection ("recurring yeast infection") with vaginal discharge and genito-pelvic pain/penetration disorder, malaise ("I was to sick and weak (event splitted for coding)"), asthenia ("I was to sick and weak (event splitted for coding)"), adverse event ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), uterine disorder ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), emotional distress ("emotional pain"), menstruation irregular ("cycles have been unpredictable"), abdominal pain ("if I don¿t remember to take my stool softners it still hurts (pressure pain)"), menstrual disorder ("instead of bleeding for my periods, I just pass clots for the first 4 days"), stress ("stress"), abdominal distension ("bloating /bloat"), rash ("rashes"), the second episode of eczema ("eczema in remission"), swelling ("swelling"), endometriosis ("endometriosis"), depressed mood ("feeling depressed"), gait disturbance ("hardly walk"), dyspnoea ("my breath has been taken away"), skin disorder ("skin broken out across my forhead and chin and, I know this is gross, but my back and shoulders ! It's so gross!"), acne ("acne problems"), dehydration ("dehydration") and liver disorder ("liver issues"), underwent gastric bypass (seriousness criterion medically significant) and tooth extraction ("tooth pulled") and was found to have osteoma ("benign osteoma tumor: jaw"), weight increased (seriousness criterion medically significant), hormone level abnormal ("hormonal issues") and weight decreased ("I have lost 20 lbs"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, and oophorectomy and weight loss surgery) and pulled teeth. Essure was removed on (B)(6)2014. At the time of the report, the abdominal pain lower, genital haemorrhage, back pain, headache, alopecia, vaginal discharge, abdominal distension and rash had resolved, the gastric bypass, pelvic pain, burning sensation, fatigue, musculoskeletal stiffness, dizziness, vomiting, nausea, muscular weakness, retching, fibromyalgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, migraine, syncope, allergy to metals, osteoma, weight increased, vulvovaginal pain, procedural pain, vulvovaginal mycotic infection, malaise, asthenia, adverse event, uterine disorder, emotional distress, menstruation irregular, menstrual disorder, stress, endometriosis, depressed mood, gait disturbance, dyspnoea, hormone level abnormal, skin disorder, tooth extraction, acne, weight decreased, dehydration and liver disorder outcome was unknown, the abdominal pain and swelling had not resolved and the last episode of eczema was resolving. The reporter provided no causality assessment for burning sensation, fibromyalgia, muscular weakness, musculoskeletal stiffness, retching and vomiting with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adverse event, allergy to metals, alopecia, asthenia, back pain, dehydration, depressed mood, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, emotional distress, endometriosis, fatigue, female sexual dysfunction, gait disturbance, gastric bypass, genital haemorrhage, headache, hormone level abnormal, liver disorder, malaise, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, osteoma, pelvic pain, procedural pain, rash, skin disorder, stress, swelling, syncope, tooth disorder, tooth extraction, uterine disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight increased, the first episode of eczema and the second episode of eczema to be related to essure. No further causality assessment were provided for the product. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. After the removal of the essure the eczema went away, the back pain, cramping, and headaches all stopped within days after the removal. She received various blood work and testing. It was reported that "that sounds terrible, I'm having the dehydration and liver issues right now" diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: tubes were blocked. Diagnostic results: pain medication for tooth pulled. On (B)(6)2014, her lavh was 7/28. On (B)(6)2014, it was reported that patient can not take motrin because she would take a little longer to recover from swelling. On (B)(6)2014, if it's endometriosis this is a surgical case and she ordered ultrasounds and meds and follow up with doc to discuss surgery. It was reported that was a mixture of pulled muscle, stabbing, hot/searing fades to cold. She donot even know if that describes it. Started on the right, tried to favor that side and the left joined in. When patient stood up out of bed, the weirdest pain happened. It was a mixture of pulled muscle, stabbing, hot/searing that fades to cold. On (B)(6)2015, she was taking anti-hemolytic drugs to control the bleeding. On(B)(6)2014, her iron was so low. Most recent follow-up information incorporated above includes: on (B)(6)2018: events dehydration and liver issues were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("left fallopian tube: acute salpingitis"), abdominal pain lower ("cramps/lower abdominal cramping/ severe and persistent lower abdominal cramping/cramping"), gastric bypass ("gastric bypass"), genital haemorrhage ("abnormal bleeding (general)"), syncope ("fainting") and weight increased ("weight gain / weight gain / loss (specify which one) weight gain - inability to lose weight") in a 32-year-old female patient who had essure (batch no. 926785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in (B)(6) 2012, breast pain, heartburn, bariatric surgery, allergic rhinitis, polyuria, tobacco use disorder, fibrocystic breast, vaginitis, vulvovaginitis, nipple pain, infection of kidney and varicella. *pain medication for tooth pulled. On (B)(6) 2014, her lavh was 7/28. On (B)(6) 2014, it was reported that patient can not take motrin because she would take a little longer to recover from swelling. On (B)(6) 2014, if it's endometriosis this is a surgical case and she ordered ultrasounds and meds and follow up with doc to discuss surgery. It was reported that was a mixture of pulled muscle, stabbing, hot/searing fades to cold. She do not even know if that describes it. Started on the right, tried to favor that side and the left joined in. When patient stood up out of bed, the weirdest pain happened. It was a mixture of pulled muscle, stabbing, hot/searing that fades to cold. On (B)(6) 2015, she was taking anti-hemolytic drugs to control the bleeding. On (B)(6) 2014, her iron was so low. Previously administered products included for birth control: birth control pills from (B)(6) 2012 and iud from 2009 to (B)(6) 2012; for an unreported indication: mirena. Past adverse reactions to the above products included genital haemorrhage with iud; and pregnancy with birth control pills. Concurrent conditions included irritable bowel syndrome since 2014, fibromyalgia since 2014, drug hypersensitivity and breast tenderness. Family history included bipolar disorder and autism. Concomitant products included oral contraceptive nos for birth control as well as hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) / the severe nausea inducing period cramps are a daily thing"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced fatigue ("exhaustion/ fatigue"). In (B)(6) 2013, the patient experienced headache ("persistent headache /I have a slicing type pain just above the hairline/severe and persistent headaches"), nausea ("nauseous the severe nausea inducing period cramps are a daily thing (event splitted for coding)"), the first episode of eczema ("eczema type rash / flare-up"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines") and dermatitis allergic ("rashes / allergic or hypersensitivity reaction - type: rashes") and was found to have weight increased (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dizziness ("mild dizziness/dizzy /giddy") and syncope (seriousness criterion medically significant). In 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient was found to have osteoma ("benign osteoma tumor: jaw"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), burning sensation ("burn comes on in my back/burns right between my shoulder blades"), musculoskeletal stiffness ("stiffness"), back pain ("pain with stiffness/lower back pain /backache /my back always feels like it's about to break/severe and persistent lower back pain"), vomiting ("vomiting"), muscular weakness ("legs were like jello"), retching ("dry heave"), fibromyalgia ("fibro / autoimmune disorder ¿ fibromyalgia"), vulvovaginal pain ("persistent vaginal pain/severe and persistent vaignal pain"), procedural pain ("aches and pains from healing"), vulvovaginal mycotic infection ("recurring yeast infection") with vaginal discharge and genito-pelvic pain/penetration disorder, malaise ("I was to sick and weak (event splitted for coding)"), asthenia ("I was to sick and weak (event splitted for coding)"), adverse event ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), uterine disorder ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), emotional distress ("emotional pain"), menstruation irregular ("cycles have been unpredictable"), abdominal pain ("if I don¿t remember to take my stool softeners it still hurts (pressure pain)"), menstrual disorder ("instead of bleeding for my periods, I just pass clots for the first 4 days"), stress ("stress"), abdominal distension ("bloating /bloat"), the second episode of eczema ("eczema in remission"), swelling ("swelling"), endometriosis ("endometriosis"), depressed mood ("feeling depressed"), gait disturbance ("hardly walk"), dyspnoea ("my breath has been taken away"), skin disorder ("skin broken out across my forehead and chin and, I know this is gross, but my back and shoulders ! It's so gross!"), acne ("acne problems"), dehydration ("dehydration"), liver disorder ("liver issues"), hypoglycaemia ("hypoglycemic"), tremor ("shakes"), confusional state ("hormonally confused") and insomnia ("lack of sleep"), underwent gastric bypass (seriousness criterion medically significant) and tooth extraction ("tooth pulled") and was found to have hormone level abnormal ("hormonal issues") and weight decreased ("I have lost 20 lbs"). The patient was treated with caffeine, surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, and oophorectomy and weight loss surgery) and pulled teeth. Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis, gastric bypass, pelvic pain, burning sensation, fatigue, musculoskeletal stiffness, dizziness, vomiting, nausea, muscular weakness, retching, fibromyalgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, migraine, syncope, allergy to metals, osteoma, vulvovaginal pain, procedural pain, vulvovaginal mycotic infection, malaise, asthenia, adverse event, uterine disorder, emotional distress, menstruation irregular, menstrual disorder, stress, endometriosis, depressed mood, gait disturbance, dyspnoea, hormone level abnormal, skin disorder, tooth extraction, acne, weight decreased, dehydration, liver disorder, tremor, confusional state and insomnia outcome was unknown, the abdominal pain lower, genital haemorrhage, back pain, headache, alopecia, vaginal discharge, weight increased, abdominal distension, dermatitis allergic and hypoglycaemia had resolved, the abdominal pain and swelling had not resolved and the last episode of eczema was resolving. The reporter provided no causality assessment for burning sensation, fibromyalgia, muscular weakness, musculoskeletal stiffness, retching and vomiting with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adverse event, allergy to metals, alopecia, asthenia, back pain, confusional state, dehydration, depressed mood, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, emotional distress, endometriosis, fatigue, female sexual dysfunction, gait disturbance, gastric bypass, genital haemorrhage, headache, hormone level abnormal, hypoglycaemia, insomnia, liver disorder, malaise, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, osteoma, pelvic pain, procedural pain, salpingitis, skin disorder, stress, swelling, syncope, tooth disorder, tooth extraction, tremor, uterine disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight increased, the first episode of eczema and the second episode of eczema to be related to essure. No further causality assessment were provided for the product. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. After the removal of the essure the eczema went away, the back pain, cramping, and headaches all stopped within days after the removal. She received various blood work and testing. It was reported that "that sounds terrible, I'm having the dehydration and liver issues right now" concerning the injuries reported in this case, the following one/ones was/were reported via social media:hypoglycemia and shakes. Discrepancy to be noted in essure insertion date as (B)(6) 2013. Trailing coils; left 3 right 4. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: negative. Fibromyalgia.. Hysterosalpingogram - on (B)(6) 2013: results: tubes were blocked. Total bilateral occlusion. Nuclear magnetic resonance imaging - on an unknown date: negative. Fibromyalgia.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: insomnia, pelvic pain, menorrhagia, dyspareunia. Concerning the injuries reported in this case, the following one were reported via medical records: salpingitis. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs and mr were received. Lot number was added. Events: confusional state, insomnia and salpingitis were added. Essure insertion date was updated. Event onset date and outcome were updated. Concomitant drugs and conditions were added. Historical drug added. Reporters were added. Reporter causality comments were added. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps/lower abdominal cramping/ severe and persistent lower abdominal cramping"), gastric bypass ("gastric bypass"), genital haemorrhage ("abnormal bleeding (general)") and weight increased ("weight gain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst in (B)(6) 2012. Previously administered products included for birth control: birth control pills from may 2012 to august 2012 and iud from june 2009 to may 2012. Past adverse reactions to the above products included genital haemorrhage with iud; and pregnancy with birth control pills. Concurrent conditions included irritable bowel syndrome since 2014 and fibromyalgia since 2014. Concomitant products included oral contraceptive nos for birth control as well as vicodin (norco). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), gastric bypass (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), burning sensation ("burn comes on in my back/burns right between my shoulder blades"), fatigue ("exhaustion/ fatigue"), musculoskeletal stiffness ("stiffness"), back pain ("pain with stiffness/lower back pain /backache /my back always feels like it's about to break"), headache ("persistent headache /I have a slicing type pain just above the hairline"), dizziness ("mild dizziness/dizzy /giddy"), vomiting ("vomiting"), nausea ("nauseous the severe nausea inducing period cramps are a daily thing (event splitted for coding)"), muscular weakness ("legs were like jello"), retching ("dry heave"), fibromyalgia ("fibro"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of eczema ("eczema type rash"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) / the severe nausea inducing period cramps are a daily thing"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), syncope ("fainting"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), osteoma ("benign osteoma tumor: jaw"), weight increased (seriousness criterion medically significant), vulvovaginal pain ("persistent vaginal pain"), procedural pain ("aches and pains from healing"), vulvovaginal mycotic infection ("recurring yeast infection") with vaginal discharge and genito-pelvic pain/penetration disorder, malaise ("I was to sick and weak (event splitted for coding)"), asthenia ("I was to sick and weak (event splitted for coding)"), adverse event ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), uterine disorder ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), emotional distress ("emotional pain"), menstruation irregular ("cycles have been unpredictable"), abdominal pain ("if I don¿t remember to take my stool softeners it still hurts (pressure pain)"), menstrual disorder ("instead of bleeding for my periods, I just pass clots for the first 4 days"), stress ("stress"), abdominal distension ("bloating /bloat"), rash ("rashes"), the second episode of eczema ("eczema in remission"), swelling ("swelling"), endometriosis ("endometriosis"), depressed mood ("feeling depressed"), gait disturbance ("hardly walk"), dyspnoea ("my breath has been taken away"), hormone level abnormal ("hormonal issues"), skin disorder ("skin broken out across my forehead and chin and, I know this is gross, but my back and shoulders ! It's so gross!"), tooth extraction ("tooth pulled"), acne ("acne problems") and weight decreased ("I have lost 20 lbs"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, and oophorectomy), alternative therapy (pulled teeth) and surgery (weight loss surgery). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, back pain, headache, alopecia, vaginal discharge, abdominal distension and rash had resolved, the gastric bypass, pelvic pain, burning sensation, fatigue, musculoskeletal stiffness, dizziness, vomiting, nausea, muscular weakness, retching, fibromyalgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, migraine, syncope, allergy to metals, osteoma, weight increased, vulvovaginal pain, procedural pain, vulvovaginal mycotic infection, malaise, asthenia, adverse event, uterine disorder, emotional distress, menstruation irregular, menstrual disorder, stress, endometriosis, depressed mood, gait disturbance, dyspnoea, hormone level abnormal, skin disorder, tooth extraction, acne and weight decreased outcome was unknown, the abdominal pain and swelling had not resolved and the last episode of eczema was resolving. The reporter provided no causality assessment for burning sensation, fibromyalgia, muscular weakness, musculoskeletal stiffness, retching and vomiting with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adverse event, allergy to metals, alopecia, asthenia, back pain, depressed mood, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, emotional distress, endometriosis, fatigue, female sexual dysfunction, gait disturbance, gastric bypass, genital haemorrhage, headache, hormone level abnormal, malaise, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, osteoma, pelvic pain, procedural pain, rash, skin disorder, stress, swelling, syncope, tooth disorder, tooth extraction, uterine disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight increased, the first episode of eczema and the second episode of eczema to be related to essure. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. After the removal of the essure the eczema went away, the back pain, cramping, and headaches all stopped within days after the removal. She received various blood work and testing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubes were blocked pain medication for tooth pulled. On (B)(6) 2014, her lavh was 7/28. On (B)(6) 2014, it was reported that patient can not take motrin because she would take a little longer to recover from swelling. On (B)(6) 2014, if it's endometriosis this is a surgical case and she ordered ultrasounds and meds and follow up with doc to discuss surgery. It was reported that was a mixture of pulled muscle, stabbing, hot/searing fades to cold. She do not even know if that describes it. Started on the right, tried to favor that side and the left joined in. When patient stood up out of bed, the weirdest pain happened. It was a mixture of pulled muscle, stabbing, hot/searing that fades to cold. On (B)(6) 2015, she was taking anti-hemolytic drugs to control the bleeding. On (B)(6) 2014, her iron was so low. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received. Events added from pfs- she had lost 20lbs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('left fallopian tube: acute salpingitis'), abdominal pain lower ('cramps/lower abdominal cramping/ severe and persistent lower abdominal cramping/cramping'), gastric bypass ('gastric bypass'), genital haemorrhage ('abnormal bleeding (general)'), syncope ('fainting') and weight increased ('weight gain / weight gain / loss (specify which one) weight gain - inability to lose weight') in a 32-year-old female patient who had essure (batch no. 926785-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in (B)(6) 2012, breast pain, heartburn, bariatric surgery, allergic rhinitis, polyuria, tobacco use disorder, fibrocystic breast, vaginitis, vulvovaginitis, nipple pain, infection of kidney and varicella. *pain medication for tooth pulled. On (B)(6) 2014, her lavh was 7/28. On (B)(6) 2014, it was reported that patient can not take motrin because she would take a little longer to recover from swelling. On (B)(6) 2014, if it's endometriosis this is a surgical case and she ordered ultrasounds and meds and follow up with doc to discuss surgery. It was reported that was a mixture of pulled muscle, stabbing, hot/searing fades to cold. She do not even know if that describes it. Started on the right, tried to favor that side and the left joined in. When patient stood up out of bed, the weirdest pain happened. It was a mixture of pulled muscle, stabbing, hot/searing that fades to cold. On (B)(6) 2015, she was taking anti-hemolytic drugs to control the bleeding. On (B)(6) 2014, her iron was so low. Previously administered products included for birth control: birth control pills from may 2012 to august 2012 and iud from 2009 to may 2012; for an unreported indication: mirena. Past adverse reactions to the above products included genital haemorrhage with iud; and pregnancy with birth control pills. Concurrent conditions included irritable bowel syndrome since 2014, fibromyalgia since 2014, drug hypersensitivity and breast tenderness. Family history included bipolar disorder and autism. Concomitant products included oral contraceptive nos for birth control as well as hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) / the severe nausea inducing period cramps are a daily thing"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge/ constant discharge"). In (B)(6) 2013, the patient experienced fatigue ("exhaustion/ fatigue"). In (B)(6) 2013, the patient experienced headache ("persistent headache /I have a slicing type pain just above the hairline/severe and persistent headaches"), nausea ("nauseous the severe nausea inducing period cramps are a daily thing (event splitted for coding)"), eczematous rash ("eczema type rash / flare-up"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines") and dermatitis allergic ("rashes / allergic or hypersensitivity reaction - type: rashes") and was found to have weight increased (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dizziness ("mild dizziness/dizzy /giddy") and syncope (seriousness criterion medically significant). In 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient was found to have osteoma ("benign osteoma tumor: jaw"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), burning sensation ("burn comes on in my back/burns right between my shoulder blades"), musculoskeletal stiffness ("stiffness"), back pain ("pain with stiffness/lower back pain /backache /my back always feels like it's about to break/severe and persistent lower back pain"), vomiting ("vomiting"), muscular weakness ("legs were like jello"), retching ("dry heave"), fibromyalgia ("fibro / autoimmune disorder ¿ fibromyalgia"), vulvovaginal pain ("persistent vaginal pain/severe and persistent vaginal pain"), procedural pain ("aches and pains from healing"), vulvovaginal mycotic infection ("recurring yeast infection") with vaginal discharge and genito-pelvic pain/penetration disorder, malaise ("I was to sick and weak (event splitted for coding)"), asthenia ("I was to sick and weak (event splitted for coding)"), adverse event ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), uterine disorder ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), emotional distress ("emotional pain"), menstruation irregular ("cycles have been unpredictable"), abdominal pain ("if I don¿t remember to take my stool softeners it still hurts (pressure pain)"), menstrual disorder ("instead of bleeding for my periods, I just pass clots for the first 4 days"), stress ("stress"), abdominal distension ("bloating /bloat"), eczema ("eczema in remission"), swelling ("swelling"), endometriosis ("endometriosis"), depressed mood ("feeling depressed"), gait disturbance ("hardly walk"), dyspnoea ("my breath has been taken away"), skin disorder ("skin broken out across my forehead and chin and, I know this is gross, but my back and shoulders ! It's so gross!"), acne ("acne problems"), dehydration ("dehydration"), liver disorder ("liver issues"), hypoglycaemia ("hypoglycemic"), tremor ("shakes"), confusional state ("hormonally confused"), insomnia ("lack of sleep") and metrorrhagia ("frequent breakthrough bleeding"), underwent gastric bypass (seriousness criterion medically significant) and tooth extraction ("tooth pulled") and was found to have hormone level abnormal ("hormonal issues") and weight decreased ("I have lost 20 lbs"). The patient was treated with caffeine, surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, and oophorectomy and weight loss surgery) and pulled teeth. Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis, gastric bypass, pelvic pain, burning sensation, fatigue, musculoskeletal stiffness, dizziness, vomiting, nausea, muscular weakness, retching, fibromyalgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, migraine, syncope, allergy to metals, osteoma, vulvovaginal pain, procedural pain, vulvovaginal mycotic infection, malaise, asthenia, adverse event, uterine disorder, emotional distress, menstruation irregular, menstrual disorder, stress, endometriosis, depressed mood, gait disturbance, dyspnoea, hormone level abnormal, skin disorder, tooth extraction, acne, weight decreased, dehydration, liver disorder, tremor, confusional state and insomnia outcome was unknown, the abdominal pain lower, genital haemorrhage, back pain, headache, eczematous rash, alopecia, vaginal discharge, weight increased, abdominal distension, dermatitis allergic and hypoglycaemia had resolved, the abdominal pain and swelling had not resolved and the eczema was resolving. The reporter provided no causality assessment for burning sensation, fibromyalgia, muscular weakness, musculoskeletal stiffness, retching and vomiting with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adverse event, allergy to metals, alopecia, asthenia, back pain, confusional state, dehydration, depressed mood, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, eczematous rash, emotional distress, endometriosis, fatigue, female sexual dysfunction, gait disturbance, gastric bypass, genital haemorrhage, headache, hormone level abnormal, hypoglycaemia, insomnia, liver disorder, malaise, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, migraine, nausea, osteoma, pelvic pain, procedural pain, salpingitis, skin disorder, stress, swelling, syncope, tooth disorder, tooth extraction, tremor, uterine disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight increased and eczema to be related to essure. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. After the removal of the essure the eczema went away, the back pain, cramping, and headaches all stopped within days after the removal. She received various blood work and testing. It was reported that "that sounds terrible, I'm having the dehydration and liver issues right now" concerning the injuries reported in this case, the following one/ones was/were reported via social media:hypoglycemia and shakes. Discrepancy to be noted in essure insertion date as (B)(6) 2013. Trailing coils; left 3 right 4. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: negative. Fibromyalgia.. Hysterosalpingogram - on (B)(6) 2013: results: tubes were blocked. Total bilateral occlusion. Magnetic resonance imaging - on an unknown date: negative. Fibromyalgia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: insomnia, pelvic pain, menorrhagia, dyspareunia. Concerning the injuries reported in this case, the following one were reported via medical records: salpingitis. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Event frequent breakthrough bleeding was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps/lower abdominal cramping/ severe and persistent lower abdominal cramping"), gastric bypass ("gastric bypass") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst in (B)(6) 2012. Previously administered products included for birth control: birth control pills from (B)(6) 2012 to (B)(6) 2012 and iud from (B)(6) 2009 to (B)(6) 2012. Past adverse reactions to the above products included genital haemorrhage with iud; and pregnancy with birth control pills. Concurrent conditions included irritable bowel syndrome since 2014 and fibromyalgia since 2014. Concomitant products included oral contraceptive nos for birth control. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), gastric bypass (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), burning sensation ("burn comes on in my back/burns right between my shoulder blades"), fatigue ("exhaustion/ fatigue"), musculoskeletal stiffness ("stiffness"), back pain ("pain with stiffness/lower back pain"), headache ("persistent headache"), dizziness ("mild dizziness/dizzy"), vomiting ("vomiting"), nausea ("nauseous"), muscular weakness ("legs were like jello"), retching ("dry heave"), fibromyalgia ("fibro"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), eczema ("eczema type rash"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), syncope ("fainting"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), osteoma ("benign osteoma tumor: jaw"), weight increased ("weight gain"), vulvovaginal pain ("persistent vaginal pain"), procedural pain ("aches and pains from healing") and vulvovaginal mycotic infection ("recurring yeast infection") with vaginal discharge and genito-pelvic pain/penetration disorder. The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, and oophorectomy) and alternative therapy (pulled teeth). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, back pain, headache and eczema had resolved and the gastric bypass, genital haemorrhage, pelvic pain, burning sensation, fatigue, musculoskeletal stiffness, dizziness, vomiting, nausea, muscular weakness, retching, fibromyalgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, migraine, syncope, allergy to metals, vaginal discharge, osteoma, weight increased, vulvovaginal pain, procedural pain and vulvovaginal mycotic infection outcome was unknown. The reporter provided no causality assessment for burning sensation, fibromyalgia, muscular weakness, musculoskeletal stiffness, retching and vomiting with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, gastric bypass, genital haemorrhage, headache, menorrhagia, migraine, nausea, osteoma, pelvic pain, procedural pain, syncope, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. After the removal of the essure the eczema went away, the back pain, cramping, and headaches all stopped within days after the removal. She received various blood work and testing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubes were blocked most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient dempgraphic added. The following events were provided- aches and pains from healing, cramping in the cuff area, she felt pop and smelled a horrible smell and recurring yeast infection. On (B)(6) 2018: no new information added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('left fallopian tube: acute salpingitis'), abdominal pain lower ('cramps/lower abdominal cramping/ severe and persistent lower abdominal cramping/cramping'), syncope ('fainting') and weight increased ('weight gain / weight gain / loss (specify which one) weight gain - inability to lose weight') in a 32-year-old female patient who had essure (batch no. 926785-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in (B)(6) 2012, breast pain, heartburn, bariatric surgery, allergic rhinitis, polyuria, tobacco use disorder, fibrocystic breast, vaginitis, vulvovaginitis, nipple pain, infection of kidney and varicella. *pain medication for tooth pulled. On (B)(6) 2014, her lavh was 7/28. On (B)(6) 2014, it was reported that patient can not take motrin because she would take a little longer to recover from swelling. On (B)(6) 2014, if it's endometriosis this is a surgical case and she ordered ultrasounds and meds and follow up with doc to discuss surgery. It was reported that was a mixture of pulled muscle, stabbing, hot/searing fades to cold. She donot even know if that describes it. Started on the right, tried to favor that side and the left joined in. When patient stood up out of bed, the weirdest pain happened. It was a mixture of pulled muscle, stabbing, hot/searing that fades to cold. On (B)(6) 2015, she was taking anti-hemolytic drugs to control the bleeding. On (B)(6) 2014, her iron was so low. Previously administered products included for birth control: birth control pills from (B)(6) 2012 to (B)(6) 2012 and iud from 2009 to (B)(6) 2012; for an unreported indication: mirena. Past adverse reactions to the above products included genital haemorrhage with iud; and pregnancy with birth control pills. Concurrent conditions included irritable bowel syndrome since 2014, fibromyalgia since 2014, drug hypersensitivity and breast tenderness. Family history included bipolar disorder and autism. Concomitant products included oral contraceptive nos for birth control as well as hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) / the severe nausea inducing period cramps are a daily thing"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge/ constant discharge"). In (B)(6) 2013, the patient experienced fatigue ("exhaustion/ fatigue"). In (B)(6) 2013, the patient experienced headache ("persistent headache /I have a slicing type pain just above the hairline/severe and persistent headaches"), nausea ("nauseous the severe nausea inducing period cramps are a daily thing (event splitted for coding)"), eczematous rash ("eczema type rash / flare-up"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines") and dermatitis allergic ("rashes / allergic or hypersensitivity reaction - type: rashes") and was found to have weight increased (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dizziness ("mild dizziness/dizzy /giddy") and syncope (seriousness criterion medically significant). In 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient was found to have osteoma ("benign osteoma tumor: jaw"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), burning sensation ("burn comes on in my back/burns right between my shoulder blades"), musculoskeletal stiffness ("stiffness"), back pain ("pain with stiffness/lower back pain /backache /my back always feels like it's about to break/severe and persistent lower back pain"), vomiting ("vomiting"), muscular weakness ("legs were like jello"), retching ("dry heave"), fibromyalgia ("fibro / autoimmune disorder ¿ fibromyalgia"), vulvovaginal pain ("persistent vaginal pain/severe and persistent vaignal pain"), procedural pain ("aches and pains from healing"), vulvovaginal mycotic infection ("recurring yeast infection") with vaginal discharge and genito-pelvic pain/penetration disorder, malaise ("I was to sick and weak (event splitted for coding)"), asthenia ("I was to sick and weak (event splitted for coding)"), adverse event ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), uterine disorder ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), emotional distress ("emotional pain"), menstruation irregular ("cycles have been unpredictable"), abdominal pain ("if I don¿t remember to take my stool softners it still hurts (pressure pain)"), menstrual disorder ("instead of bleeding for my periods, I just pass clots for the first 4 days"), stress ("stress"), abdominal distension ("bloating /bloat"), eczema ("eczema in remission"), swelling ("swelling"), endometriosis ("endometriosis"), depressed mood ("feeling depressed"), gait disturbance ("hardly walk"), dyspnoea ("my breath has been taken away"), skin disorder ("skin broken out across my forhead and chin and, I know this is gross, but my back and shoulders ! It's so gross!"), acne ("acne problems"), dehydration ("dehydration"), liver disorder ("liver issues"), hypoglycaemia ("hypoglycemic"), tremor ("shakes"), confusional state ("hormonally confused"), insomnia ("lack of sleep"), metrorrhagia ("frequent breakthrough bleeding") and inflammation ("inflammation nos"), underwent gastric bypass ("gastric bypass") and tooth extraction ("tooth pulled") and was found to have hormone level abnormal ("hormonal issues") and weight decreased ("I have lost 20 lbs"). The patient was treated with caffeine, surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, and oophorectomy and weight loss surgery) and pulled teeth. Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis, gastric bypass, pelvic pain, burning sensation, fatigue, musculoskeletal stiffness, dizziness, vomiting, nausea, muscular weakness, retching, fibromyalgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, syncope, allergy to metals, osteoma, vulvovaginal pain, procedural pain, vulvovaginal mycotic infection, malaise, asthenia, adverse event, uterine disorder, emotional distress, menstruation irregular, menstrual disorder, stress, endometriosis, depressed mood, gait disturbance, dyspnoea, hormone level abnormal, skin disorder, tooth extraction, acne, weight decreased, dehydration, liver disorder, tremor, confusional state, insomnia and inflammation outcome was unknown, the abdominal pain lower, genital haemorrhage, back pain, headache, eczematous rash, alopecia, vaginal discharge, weight increased, abdominal distension, dermatitis allergic and hypoglycaemia had resolved, the tooth disorder, abdominal pain and swelling had not resolved and the eczema was resolving. The reporter provided no causality assessment for burning sensation, fibromyalgia, muscular weakness, musculoskeletal stiffness, retching and vomiting with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adverse event, allergy to metals, alopecia, asthenia, back pain, confusional state, dehydration, depressed mood, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, eczematous rash, emotional distress, endometriosis, fatigue, female sexual dysfunction, gait disturbance, gastric bypass, genital haemorrhage, headache, hormone level abnormal, hypoglycaemia, inflammation, insomnia, liver disorder, malaise, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, migraine, nausea, osteoma, pelvic pain, procedural pain, salpingitis, skin disorder, stress, swelling, syncope, tooth disorder, tooth extraction, tremor, uterine disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight increased and eczema to be related to essure. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. After the removal of the essure the eczema went away, the back pain, cramping, and headaches all stopped within days after the removal. She received various blood work and testing. It was reported that "that sounds terrible, I'm having the dehydration and liver issues right now" concerning the injuries reported in this case, the following one/ones was/were reported via social media:hypoglycemia and shakes. Discrepancy tobe noted in essure insertion date as (B)(6) 2013. Trailing coils; left 3 right 4. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: negative. Fibromyalgia.. Hysterosalpingogram - on (B)(6) 2013: results: tubes were blocked. Total bilateral occlusion. Magnetic resonance imaging - on an unknown date: negative. Fibromyalgia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: insomnia, pelvic pain, menorrhagia, dyspareunia. Salpingitis. Concerning the injuries reported in this case, the following one were reported via social media records: inflammation nos. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added.event:inflammation nos were added.fu 28,29 and 30 processed together. On 23-mar-2020: social media received. Reporter's information added.fu 28,29 and 30 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('left fallopian tube: acute salpingitis'), abdominal pain lower ('cramps/lower abdominal cramping/ severe and persistent lower abdominal cramping/cramping'), weight increased ('weight gain / weight gain / loss (specify which one) weight gain - inability to lose weight') and multiple episodes of syncope ('fainting', 'fainting') in a 32-year-old female patient who had essure (batch no. 926785-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in (B)(6) 2012, breast pain, heartburn, bariatric surgery, allergic rhinitis, polyuria, tobacco use disorder, fibrocystic breast, vaginitis, vulvovaginitis, nipple pain, infection of kidney, varicella and parity 3. *pain medication for tooth pulled. On (B)(6) 2014, her lavh was 7/28. On (B)(6) 2014, it was reported that patient can not take motrin because she would take a little longer to recover from swelling. On (B)(6) 2014, if it's endometriosis this is a surgical case and she ordered ultrasounds and meds and follow up with doc to discuss surgery. It was reported that was a mixture of pulled muscle, stabbing, hot/searing fades to cold. She do not even know if that describes it. Started on the right, tried to favor that side and the left joined in. When patient stood up out of bed, the weirdest pain happened. It was a mixture of pulled muscle, stabbing, hot/searing that fades to cold. On (B)(6) 2015, she was taking anti-hemolytic drugs to control the bleeding. On (B)(6) 2014, her iron was so low. Previously administered products included for birth control: birth control pills from (B)(6) 2012 and iud from 2009 to (B)(6) 2012; for an unreported indication: mirena. Past adverse reactions to the above products included genital haemorrhage with iud; and pregnancy with birth control pills. Concurrent conditions included irritable bowel syndrome since 2014, fibromyalgia since 2014, drug hypersensitivity and breast tenderness. Family history included bipolar disorder and autism. Concomitant products included oral contraceptive nos for birth control as well as hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain/men will never understand the pelvic pain and how debilitating it is"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) / the severe nausea inducing period cramps are a daily thing"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge/ constant discharge"). In (B)(6) 2013, the patient experienced fatigue ("exhaustion/ fatigue"). In (B)(6) 2013, the patient experienced headache ("persistent headache /I have a slicing type pain just above the hairline/severe and persistent headaches"), nausea ("nauseous the severe nausea inducing period cramps are a daily thing (event splitted for coding)"), eczematous rash ("eczema type rash / flare-up"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)/heavy bleeding"), alopecia ("hair loss"), migraine ("migraines") and dermatitis allergic ("rashes / allergic or hypersensitivity reaction - type: rashes") and was found to have weight increased (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dizziness ("mild dizziness/dizzy /giddy") and the first episode of syncope (seriousness criterion medically significant). In 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient was found to have osteoma ("benign osteoma tumor: jaw"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/heavy bleeding"), burning sensation ("burn comes on in my back/burns right between my shoulder blades"), musculoskeletal stiffness ("stiffness"), back pain ("pain with stiffness/lower back pain /backache /my back always feels like it's about to break/severe and persistent lower back pain"), vomiting ("vomiting"), muscular weakness ("legs were like jello"), retching ("dry heave"), fibromyalgia ("fibro / autoimmune disorder ¿ fibromyalgia"), vulvovaginal pain ("persistent vaginal pain/severe and persistent vaginal pain"), procedural pain ("aches and pains from healing"), vulvovaginal mycotic infection ("recurring yeast infection") with vaginal discharge and genito-pelvic pain/penetration disorder, malaise ("I was to sick and weak (event splitted for coding)"), asthenia ("I was to sick and weak (event splitted for coding)"), adverse event ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), uterine disorder ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), emotional distress ("emotional pain"), menstruation irregular ("cycles have been unpredictable"), abdominal crampy pains ("if I don¿t remember to take my stool softeners it still hurts (pressure pain)"), menstrual disorder ("instead of bleeding for my periods, I just pass clots for the first 4 days"), stress ("stress"), abdominal distension ("bloating /bloat/e belly/bloated and swollen/I look pregnant again and pain that comes with all that swelling is unbearable"), eczema ("eczema in remission"), swelling ("swelling"), endometriosis ("endometriosis"), depressed mood ("feeling depressed"), gait disturbance ("hardly walk"), dyspnoea ("my breath has been taken away"), skin disorder ("skin broken out across my forehead and chin and, I know this is gross, but my back and shoulders ! It's so gross!"), acne ("acne problems"), dehydration ("dehydration"), liver disorder ("liver issues"), hypoglycaemia ("hypoglycemic"), tremor ("shakes"), confusional state ("hormonally confused"), insomnia ("lack of sleep"), metrorrhagia ("frequent breakthrough bleeding"), inflammation ("inflammation nos"), arthropathy ("shoulder problems"), impaired healing ("healing issues"), fungal skin infection ("yeast rash on my thighs and under my belly"), arthralgia ("the tender points in my shoulder burn like fire with certain movement usually at the tail end of flare up"), premature menopause ("forced into menopause"), illness anxiety disorder ("hypochondriac"), abdominal pain ("e belly/bloated and swollen/I look pregnant again and in that comes with all that swelling is unbearable"), ankylosing spondylitis ("ankylosing spondylitis") and the second episode of syncope ("fainting"), underwent gastric bypass ("gastric bypass") and tooth extraction ("tooth pulled") and was found to have hormone level abnormal ("hormonal issues") and weight decreased ("I have lost 20 lbs"). The patient was treated with caffeine, miconazole nitrate (monistat), surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, and oophorectomy and weight loss surgery) and pulled teeth. Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis, gastric bypass, pelvic pain, burning sensation, fatigue, musculoskeletal stiffness, dizziness, vomiting, nausea, muscular weakness, retching, fibromyalgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, allergy to metals, osteoma, vulvovaginal pain, procedural pain, vulvovaginal mycotic infection, malaise, asthenia, adverse event, uterine disorder, emotional distress, menstruation irregular, menstrual disorder, stress, endometriosis, depressed mood, gait disturbance, dyspnoea, hormone level abnormal, skin disorder, tooth extraction, acne, weight decreased, dehydration, liver disorder, tremor, confusional state, insomnia, inflammation, arthropathy, impaired healing, fungal skin infection, arthralgia, premature menopause, illness anxiety disorder, abdominal pain, ankylosing spondylitis and the last episode of syncope outcome was unknown, the abdominal pain lower, genital haemorrhage, back pain, headache, eczematous rash, alopecia, vaginal discharge, weight increased, abdominal distension, dermatitis allergic and hypoglycaemia had resolved, the tooth disorder, abdominal crampy pains and swelling had not resolved and the eczema was resolving. The reporter provided no causality assessment for burning sensation, fibromyalgia, muscular weakness, musculoskeletal stiffness, retching and vomiting with essure. The reporter considered abdominal crampy pains, abdominal distension, abdominal pain lower, acne, adverse event, allergy to metals, alopecia, ankylosing spondylitis, arthralgia, arthropathy, asthenia, back pain, confusional state, dehydration, depressed mood, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, eczematous rash, emotional distress, endometriosis, fatigue, female sexual dysfunction, fungal skin infection, gait disturbance, gastric bypass, genital haemorrhage, headache, hormone level abnormal, hypoglycaemia, illness anxiety disorder, impaired healing, inflammation, insomnia, liver disorder, malaise, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, migraine, nausea, osteoma, pelvic pain, premature menopause, procedural pain, salpingitis, skin disorder, stress, swelling, tooth disorder, tooth extraction, tremor, uterine disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight increased, the first episode of syncope, abdominal pain, eczema and the second episode of syncope to be related to essure. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. After the removal of the essure the eczema went away, the back pain, cramping, and headaches all stopped within days after the removal. She received various blood work and testing. It was reported that "that sounds terrible, I'm having the dehydration and liver issues right now" concerning the injuries reported in this case, the following one/ones was/were reported via social media:hypoglycemia and shakes. Discrepancy to be noted in essure insertion date as (B)(6) 2013. Trailing coils; left 3 right 4. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: negative. Fibromyalgia.. Hysterosalpingogram - on (B)(6) 2013: results: tubes were blocked. Total bilateral occlusion. Magnetic resonance imaging - on an unknown date: negative. Fibromyalgia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: insomnia, pelvic pain, menorrhagia, dyspareunia. Salpingitis. Concerning the injuries reported in this case, the following one were reported via social media records: inflammation nos. Lot number ( 926785 ) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('left fallopian tube: acute salpingitis'), abdominal pain lower ('cramps/lower abdominal cramping/ severe and persistent lower abdominal cramping/cramping'), syncope ('fainting') and weight increased ('weight gain / weight gain / loss (specify which one) weight gain - inability to lose weight') in a 32-year-old female patient who had essure (batch no. 926785-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in (B)(6) 2012, breast pain, heartburn, bariatric surgery, allergic rhinitis, polyuria, tobacco use disorder, fibrocystic breast, vaginitis, vulvovaginitis, nipple pain, infection of kidney and varicella. *pain medication for tooth pulled. On (B)(6) 2014, her lavh was 7/28. On (B)(6) 2014, it was reported that patient can not take motrin because she would take a little longer to recover from swelling. On (B)(6) 2014, if it's endometriosis this is a surgical case and she ordered ultrasounds and meds and follow up with doc to discuss surgery. It was reported that was a mixture of pulled muscle, stabbing, hot/searing fades to cold. She do not even know if that describes it. Started on the right, tried to favor that side and the left joined in. When patient stood up out of bed, the weirdest pain happened. It was a mixture of pulled muscle, stabbing, hot/searing that fades to cold. On (B)(6) 2015, she was taking anti-hemolytic drugs to control the bleeding. On (B)(6)-2014, her iron was so low. Previously administered products included for birth control: birth control pills from (B)(6) 2012 to (B)(6) 2012 and iud from 2009 to (B)(6) 2012; for an unreported indication: mirena. Past adverse reactions to the above products included genital hemorrhage with iud; and pregnancy with birth control pills. Concurrent conditions included irritable bowel syndrome since 2014, fibromyalgia since 2014, drug hypersensitivity and breast tenderness. Family history included bipolar disorder and autism. Concomitant products included oral contraceptive nos for birth control as well as hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) / the severe nausea inducing period cramps are a daily thing"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge/ constant discharge"). In (B)(6) 2013, the patient experienced fatigue ("exhaustion/ fatigue"). In (B)(6) 2013, the patient experienced headache ("persistent headache /I have a slicing type pain just above the hairline/severe and persistent headaches"), nausea ("nauseous the severe nausea inducing period cramps are a daily thing (event splitted for coding)"), eczematous rash ("eczema type rash / flare-up"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines") and dermatitis allergic ("rashes / allergic or hypersensitivity reaction - type: rashes") and was found to have weight increased (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dizziness ("mild dizziness/dizzy /giddy") and syncope (seriousness criterion medically significant). In 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient was found to have osteoma ("benign osteoma tumor: jaw"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding (general)"), burning sensation ("burn comes on in my back/burns right between my shoulder blades"), musculoskeletal stiffness ("stiffness"), back pain ("pain with stiffness/lower back pain /backache /my back always feels like it's about to break/severe and persistent lower back pain"), vomiting ("vomiting"), muscular weakness ("legs were like jello"), retching ("dry heave"), fibromyalgia ("fibro / autoimmune disorder ¿ fibromyalgia"), vulvovaginal pain ("persistent vaginal pain/severe and persistent vaginal pain"), procedural pain ("aches and pains from healing"), vulvovaginal mycotic infection ("recurring yeast infection") with vaginal discharge and genito-pelvic pain/penetration disorder, malaise ("I was to sick and weak (event splitted for coding)"), asthenia ("I was to sick and weak (event splitted for coding)"), adverse event ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), uterine disorder ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), emotional distress ("emotional pain"), menstruation irregular ("cycles have been unpredictable"), abdominal pain ("if I don¿t remember to take my stool softeners it still hurts (pressure pain)"), menstrual disorder ("instead of bleeding for my periods, I just pass clots for the first 4 days"), stress ("stress"), abdominal distension ("bloating /bloat"), eczema ("eczema in remission"), swelling ("swelling"), endometriosis ("endometriosis"), depressed mood ("feeling depressed"), gait disturbance ("hardly walk"), dyspnoea ("my breath has been taken away"), skin disorder ("skin broken out across my forehead and chin and, I know this is gross, but my back and shoulders ! It's so gross!"), acne ("acne problems"), dehydration ("dehydration"), liver disorder ("liver issues"), hypoglycaemia ("hypoglycemic"), tremor ("shakes"), confusional state ("hormonally confused"), insomnia ("lack of sleep") and metrorrhagia ("frequent breakthrough bleeding"), underwent gastric bypass ("gastric bypass") and tooth extraction ("tooth pulled") and was found to have hormone level abnormal ("hormonal issues") and weight decreased ("I have lost 20 lbs"). The patient was treated with caffeine, surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, and oophorectomy and weight loss surgery) and pulled teeth. Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis, gastric bypass, pelvic pain, burning sensation, fatigue, musculoskeletal stiffness, dizziness, vomiting, nausea, muscular weakness, retching, fibromyalgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, syncope, allergy to metals, osteoma, vulvovaginal pain, procedural pain, vulvovaginal mycotic infection, malaise, asthenia, adverse event, uterine disorder, emotional distress, menstruation irregular, menstrual disorder, stress, endometriosis, depressed mood, gait disturbance, dyspnoea, hormone level abnormal, skin disorder, tooth extraction, acne, weight decreased, dehydration, liver disorder, tremor, confusional state and insomnia outcome was unknown, the abdominal pain lower, genital hemorrhage, back pain, headache, eczematous rash, alopecia, vaginal discharge, weight increased, abdominal distension, dermatitis allergic and hypoglycaemia had resolved, the tooth disorder, abdominal pain and swelling had not resolved and the eczema was resolving. The reporter provided no causality assessment for burning sensation, fibromyalgia, muscular weakness, musculoskeletal stiffness, retching and vomiting with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adverse event, allergy to metals, alopecia, asthenia, back pain, confusional state, dehydration, depressed mood, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, eczematous rash, emotional distress, endometriosis, fatigue, female sexual dysfunction, gait disturbance, gastric bypass, genital hemorrhage, headache, hormone level abnormal, hypoglycaemia, insomnia, liver disorder, malaise, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, migraine, nausea, osteoma, pelvic pain, procedural pain, salpingitis, skin disorder, stress, swelling, syncope, tooth disorder, tooth extraction, tremor, uterine disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight increased and eczema to be related to essure. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. After the removal of the essure the eczema went away, the back pain, cramping, and headaches all stopped within days after the removal. She received various blood work and testing. It was reported that "that sounds terrible, I'm having the dehydration and liver issues right now." Concerning the injuries reported in this case, the following one/ones was/were reported via social media:hypoglycemia and shakes. Discrepancy to be noted in essure insertion date as (B)(6) 2013. Trailing coils; left 3 right 4. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: negative. Fibromyalgia. Hysterosalpingogram - on (B)(6) 2013: results: tubes were blocked. Total bilateral occlusion. Magnetic resonance imaging - on an unknown date: negative. Fibromyalgia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: insomnia, pelvic pain, menorrhagia, dyspareunia. Concerning the injuries reported in this case, the following one were reported via medical records: salpingitis. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- reporter information was added.event: tooth disorder outcome were updated to not recovered. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('left fallopian tube: acute salpingitis'), abdominal pain lower ('cramps/lower abdominal cramping/ severe and persistent lower abdominal cramping/cramping'), weight increased ('weight gain / weight gain / loss (specify which one) weight gain - inability to lose weight') and multiple episodes of syncope ('fainting', 'fainting') in a 32-year-old female patient who had essure (batch no. 926785-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in (B)(6) 2012, breast pain, heartburn, bariatric surgery, allergic rhinitis, polyuria, tobacco use disorder, fibrocystic breast, vaginitis, vulvovaginitis, nipple pain, infection of kidney, varicella and parity 3. *pain medication for tooth pulled. On (B)(6) 2014, her lavh was 7/28. On (B)(6) 2014, it was reported that patient can not take motrin because she would take a little longer to recover from swelling. On (B)(6) 2014, if it's endometriosis this is a surgical case and she ordered ultrasounds and meds and follow up with doc to discuss surgery. It was reported that was a mixture of pulled muscle, stabbing, hot/searing fades to cold. She donot even know if that describes it. Started on the right, tried to favor that side and the left joined in. When patient stood up out of bed, the weirdest pain happened. It was a mixture of pulled muscle, stabbing, hot/searing that fades to cold. On (B)(6) 2015, she was taking anti-hemolytic drugs to control the bleeding. On (B)(6) 2014, her iron was so low. Previously administered products included for birth control: birth control pills from (B)(6) 2012 to (B)(6) 2012 and iud from 2009 to (B)(6) 2012; for an unreported indication: mirena. Past adverse reactions to the above products included genital haemorrhage with iud; and pregnancy with birth control pills. Concurrent conditions included irritable bowel syndrome since 2014, fibromyalgia since 2014, drug hypersensitivity and breast tenderness. Family history included bipolar disorder and autism. Concomitant products included oral contraceptive nos for birth control as well as hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain/men will never undertsand the pelvic pain and how debilitating it is"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) / the severe nausea inducing period cramps are a daily thing"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge/ constant discharge"). In (B)(6) 2013, the patient experienced fatigue ("exhaustion/ fatigue"). In (B)(6) 2013, the patient experienced headache ("persistent headache /I have a slicing type pain just above the hairline/severe and persistent headaches"), nausea ("nauseous the severe nausea inducing period cramps are a daily thing (event splitted for coding)"), eczematous rash ("eczema type rash / flare-up"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)/heavy bleeding"), alopecia ("hair loss"), migraine ("migraines") and dermatitis allergic ("rashes / allergic or hypersensitivity reaction - type: rashes") and was found to have weight increased (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dizziness ("mild dizziness/dizzy /giddy") and the first episode of syncope (seriousness criterion medically significant). In 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient was found to have osteoma ("benign osteoma tumor: jaw"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/heavy bleeding"), burning sensation ("burn comes on in my back/burns right between my shoulder blades"), musculoskeletal stiffness ("stiffness"), back pain ("pain with stiffness/lower back pain /backache /my back always feels like it's about to break/severe and persistent lower back pain"), vomiting ("vomiting"), muscular weakness ("legs were like jello"), retching ("dry heave"), fibromyalgia ("fibro / autoimmune disorder ¿ fibromyalgia"), vulvovaginal pain ("persistent vaginal pain/severe and persistent vaignal pain"), procedural pain ("aches and pains from healing"), vulvovaginal mycotic infection ("recurring yeast infection") with vaginal discharge and genito-pelvic pain/penetration disorder, malaise ("I was to sick and weak (event splitted for coding)"), asthenia ("I was to sick and weak (event splitted for coding)"), adverse event ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), uterine disorder ("essure stole my health, my uterus and my baby's first year (event splitted for coding)"), emotional distress ("emotional pain"), menstruation irregular ("cycles have been unpredictable"), abdominal crampy pains ("if I don¿t remember to take my stool softners it still hurts (pressure pain)"), menstrual disorder ("instead of bleeding for my periods, I just pass clots for the first 4 days"), stress ("stress"), abdominal distension ("bloating /bloat/e belly/bloated and swollen/I look pregnant again andpain that comes with all that swelling is unbearable"), eczema ("eczema in remission"), swelling ("swelling"), endometriosis ("endometriosis"), depressed mood ("feeling depressed"), gait disturbance ("hardly walk"), dyspnoea ("my breath has been taken away"), skin disorder ("skin broken out across my forhead and chin and, I know this is gross, but my back and shoulders ! It's so gross!"), acne ("acne problems"), dehydration ("dehydration"), liver disorder ("liver issues"), hypoglycaemia ("hypoglycemic"), tremor ("shakes"), confusional state ("hormonally confused"), insomnia ("lack of sleep"), metrorrhagia ("frequent breakthrough bleeding"), inflammation ("inflammation nos"), arthropathy ("shoulder problems"), impaired healing ("healing issues"), fungal skin infection ("yeast rash on my thighs and unedr my belly"), arthralgia ("the tender points in my shoulder burn like fire with certain movement usually at the tail end of flare up"), menopause ("forced into menopause"), illness anxiety disorder ("hypochondriac"), abdominal pain ("e belly/bloated and swollen/I look pregnant again andpain that comes with all that swelling is unbearable"), ankylosing spondylitis ("ankylosing spondylitis") and the second episode of syncope ("fainting"), underwent gastric bypass ("gastric bypass") and tooth extraction ("tooth pulled") and was found to have hormone level abnormal ("hormonal issues") and weight decreased ("I have lost 20 lbs"). The patient was treated with caffeine, miconazole nitrate (monistat), surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, and oophorectomy and weight loss surgery) and pulled teeth. Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis, gastric bypass, pelvic pain, burning sensation, fatigue, musculoskeletal stiffness, dizziness, vomiting, nausea, muscular weakness, retching, fibromyalgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, allergy to metals, osteoma, vulvovaginal pain, procedural pain, vulvovaginal mycotic infection, malaise, asthenia, adverse event, uterine disorder, emotional distress, menstruation irregular, menstrual disorder, stress, endometriosis, depressed mood, gait disturbance, dyspnoea, hormone level abnormal, skin disorder, tooth extraction, acne, weight decreased, dehydration, liver disorder, tremor, confusional state, insomnia, inflammation, arthropathy, impaired healing, fungal skin infection, arthralgia, menopause, illness anxiety disorder, abdominal pain, ankylosing spondylitis and the last episode of syncope outcome was unknown, the abdominal pain lower, genital haemorrhage, back pain, headache, eczematous rash, alopecia, vaginal discharge, weight increased, abdominal distension, dermatitis allergic and hypoglycaemia had resolved, the tooth disorder, abdominal crampy pains and swelling had not resolved and the eczema was resolving. The reporter provided no causality assessment for burning sensation, fibromyalgia, muscular weakness, musculoskeletal stiffness, retching and vomiting with essure. The reporter considered abdominal crampy pains, abdominal distension, abdominal pain lower, acne, adverse event, allergy to metals, alopecia, ankylosing spondylitis, arthralgia, arthropathy, asthenia, back pain, confusional state, dehydration, depressed mood, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, eczematous rash, emotional distress, endometriosis, fatigue, female sexual dysfunction, fungal skin infection, gait disturbance, gastric bypass, genital haemorrhage, headache, hormone level abnormal, hypoglycaemia, illness anxiety disorder, impaired healing, inflammation, insomnia, liver disorder, malaise, menopause, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, migraine, nausea, osteoma, pelvic pain, procedural pain, salpingitis, skin disorder, stress, swelling, tooth disorder, tooth extraction, tremor, uterine disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight increased, the first episode of syncope, abdominal pain, eczema and the second episode of syncope to be related to essure. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. After the removal of the essure the eczema went away, the back pain, cramping, and headaches all stopped within days after the removal. She received various blood work and testing. It was reported that "that sounds terrible, I'm having the dehydration and liver issues right now" concerning the injuries reported in this case, the following one/ones was/were reported via social media:hypoglycemia and shakes. Discrepancy tobe noted in essure insertion date as (B)(6) 2013. Trailing coils; left 3 right 4. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: negative. Fibromyalgia. Hysterosalpingogram - on (B)(6) 2013: results: tubes were blocked. Total bilateral occlusion. Magnetic resonance imaging - on an unknown date: negative. Fibromyalgia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: insomnia, pelvic pain, menorrhagia, dyspareunia. Salpingitis. Concerning the injuries reported in this case, the following one were reported via social media records: inflammation nos. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event shoulder problems.information transferred from deletion case (B)(4) - event fungal rash, pain in joint involving shoulder region, menopause, hypochondriac, abdominal pain, ankylosing spondylitis, healing delayed were added. Reporters, medical history, treatment drug and all source documents and reference section were transferred to this case. Legacy device report num- 2951250-2019-14675. On 23-mar-2020: social media report received. Reporter added. On 23-mar-2020: social media report received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), burning sensation ("burn comes on in my back/burns right between my shoulder blades"), fatigue ("exhaustion"), musculoskeletal stiffness ("stiffness"), back pain ("pain with stiffness"), headache ("headache"), dizziness ("mild dizziness/dizzy"), vomiting ("vomiting"), nausea ("nauseous"), muscular weakness ("legs were like jello"), retching ("dry heave") and fibromyalgia ("fibro"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, burning sensation, fatigue, musculoskeletal stiffness, back pain, headache, dizziness, vomiting, nausea, muscular weakness, retching and fibromyalgia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, burning sensation, dizziness, fatigue, fibromyalgia, headache, muscular weakness, musculoskeletal stiffness, nausea, retching and vomiting with essure. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. Most recent follow-up information incorporated above includes: on 22-nov-2017: follow-up information received via social media. New events were added: burn comes on in my back/burns right between my shoulder blades, exhaustion, pain with stiffness, pain with stiffness, headache, mild dizziness/dizzy, vomiting, nauseous, legs were like jello, dry heave and fibro. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps/lower abdominal cramping/ severe and persistent lower abdominal cramping"), gastric bypass ("gastric bypass") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst in june 2012. Previously administered products included for birth control: birth control pills from may 2012 to august 2012 and iud from june 2009 to may 2012. Past adverse reactions to the above products included genital haemorrhage with iud; and pregnancy with birth control pills. Concurrent conditions included irritable bowel syndrome since 2014 and fibromyalgia since 2014. Concomitant products included oral contraceptive nos for birth control. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), gastric bypass (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), burning sensation ("burn comes on in my back/burns right between my shoulder blades"), fatigue ("exhaustion/ fatigue"), musculoskeletal stiffness ("stiffness"), back pain ("pain with stiffness/lower back pain"), headache ("persistent headache"), dizziness ("mild dizziness/dizzy"), vomiting ("vomiting"), nausea ("nauseous"), muscular weakness ("legs were like jello"), retching ("dry heave"), fibromyalgia ("fibro"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), eczema ("eczema type rash"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), syncope ("fainting"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), osteoma ("benign osteoma tumor: jaw"), weight increased ("weight gain") and vulvovaginal pain ("persistent vaginal pain"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy, and oophorectomy) and alternative therapy (pulled teeth). Essure was removed on (B)(6)2014 . At the time of the report, the abdominal pain lower, back pain, headache and eczema had resolved and the gastric bypass, genital haemorrhage, pelvic pain, burning sensation, fatigue, musculoskeletal stiffness, dizziness, vomiting, nausea, muscular weakness, retching, fibromyalgia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, migraine, syncope, allergy to metals, vaginal discharge, osteoma, weight increased and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for burning sensation, fibromyalgia, muscular weakness, musculoskeletal stiffness, retching and vomiting with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, gastric bypass, genital haemorrhage, headache, menorrhagia, migraine, nausea, osteoma, pelvic pain, syncope, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. After the removal of the essure the eczema went away, the back pain, cramping, and headaches all stopped within days after the removal. She received various blood work and testing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: tubes were blocked. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record received. Events per pfs: allergy to metals, alopecia, dysmenorrhoea, dyspareunia, eczema, female sexual dysfunction, gastric bypass, genital haemorrhage, menorrhagia, migraine, osteoma, pelvic pain, syncope, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased were added. Medical hitsory, concurrent conditions, concomitant medications, lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter commented: get them out and it is an immediate difference. This was only a few days post op. Most recent follow-up information incorporated above includes: on (B)(6) 2017: information received via social media: get them out and it is an immediate difference. This was only a few days post op (interpreted as essure removal). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.